Event description:
A facility administrator reported that following an intraocular lens (iol) implant procedure the lens was exchanged due to the patient experienced double vision. Additional information was received from the administrator, who reported that the lens was exchanged for a monofocal iol due to the patient experienced double and unclear vision. The event resolved with treatment. She also reported that posterior capsular opacification was observed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was received on (B)(6) 2014. (B)(4).